Event description:
It was reported that, "doctor (B)(6) did a soft tissue release for pain relief and poly exchange to maximize the longevity of the implanted components. Explanted insert was removed and disposed of according to hospital procedures and was not available for return. The catalog number of the removed insert was not legible due to normal wear and damage done by removal. Catalog numbers were not available from 2002 operative records. The only description was scorpio ps size 7 ps insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.